Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Device 1 of 2. Related manufacturer reference number: 1627487-2019-12427. It was reported the patient ineffective and uncomfortable stimulation in one lead due to high impedances. Reprogramming was not able to achieve effective therapy with the second lead. To address the issue, the physician explanted the entire drg system. Both of the patient¿s drg leads are being reported since it is unknown which one is liable.